Event description:
Customer reportedly received the following results on two aviva systems within 10 minutes: 228 mg/dl (aviva) and 105 mg/dl (friend's aviva). No information provided regarding friend's aviva meter. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.